Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. H3 other text : although requested, the affected device has not been received.

Event description:
The customer reported error code 242.4030. There was no patient involvement.

Event description:
The customer reported error code 242.4030. There was no patient involvement.

Manufacturer narrative:
Additional information added to: g2 for biomed as health professional and added company rep. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken op1 and bezel. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to mechanical failure of the moog ail kit. A review of the device history record showed the device had a manufacture date of 12nov2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported error code 242.4030. There was no patient involvement.